Event description:
The customer reported that the display was not readable.

Manufacturer narrative:
The customer reported that the display was not readable. Philips evaluated the device and determined that a blown fuse on the power pca was the cause of the problem. The power pca was replaced to resolve the issue.